Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a noise issue occurred. Heavy noise occurred at both the body surface (bs) electrocardiograms (ECG) and intracardiac (ic) ECG during the procedure with the first smarttouch catheter (lot# 17454902m). The issue was improved by pulling out the cable of the catheter, so the cable was changed. After the cable was changed, the same issue occurred when the catheter was reconnected. The issue was resolved by changing the catheter to a second catheter (lot#17459176m). After replacing the catheter, the second catheter temperature displayed about 10°c on the stockert generator. Therefore the second catheter was changed back to the first catheter with the noise issue and the temperature displayed normally, however the signal noise reoccurred. The first catheter was again changed to the second catheter and the temperature again displayed about 10°c. These issues were resolved by changing to a third catheter. The returned devices were visually inspected upon receipt and were found in normal conditions. Per the event, the catheters were tested for electrical performance, temperature response and generator compatibility and they were found within specifications. The device history record (DHR) for each catheter was reviewed and no anomalies were found related to this complaint. In addition, the DHR reviews verified that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a noise issue occurred. Heavy noise occurred at both the body surface (bs) electrocardiograms (ECG) and intracardiac (ic) ECG during the procedure with the first smarttouch catheter (lot# 17454902m). The issue was improved by pulling out the cable of the catheter, so the cable was changed. After the cable was changed, the same issue occurred when the catheter was reconnected. The issue was resolved by changing the catheter to a second catheter (lot#17459176m). After replacing the catheter, the second catheter temperature displayed about 10 c on the stockert generator. Therefore the second catheter was changed back to the first catheter with the noise issue and the temperature displayed normally, however the signal noise reoccurred. The first catheter was again changed to the second catheter and the temperature again displayed about 10 c. These issues were resolved by changing to a third catheter. The procedure was then completed with no patient consequence. The incidence of low temperature is not MDR reportable because the potential that this issue could cause or contribute to a death, serious injury, or other significant adverse event is remote. However, the loss of ic and bs ECG signals is being conservatively reported. It is typically common practice to have an external monitor to watch the patient's ECG signal during the procedure; however the presence of a clear ECG signal cannot be confirmed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The inability to monitor the patient's cardiac rhythm while devices are intracardiac might lead to an undetected cardiac rhythm that could be life threatening.